Manufacturer narrative:
Evaluation results: inherent risk of procedure (mi). (B)(4).

Event description:
One driver rapid exchange (rx) coronary stent was implanted in the prox lcx with no issues reported. However, it was reported that, approximately 26 months post index procedure, the patient was re-hospitalized due to chest pain; final diagnosis was non stemi. In stent restenosis of the driver stent was confirmed by angio. It was reported that revascularization of the lcx with stenting was carried out approximately 28 months post index procedure. Patient is reported to be asymptomatic since that. No other clinical sequelae were reported.